Manufacturer narrative:
The returned part contained visible damages, as well as discolorations and oblique hole damage. A dimensional investigation could not be completed due to condition of the returned part. Evidence of a mechanical failure occurrence was not found. There are no broken parts or part failure were associated. A review of the device history records for manufacturing revealed no complaint related issues. This complaint is deemed invalid from a manufacturing perspective.

Event description:
It was reported that a patient with a history of complete paraplegia at t4-t5 since 1979, status post right intramedullary nail five years ago, was recently admitted for surgery. The patient had an exposed im nail under the right trochanteric pressure ulcer for three months. He also had associative unstageable ulcers over the sacrum and left ischium. On (B)(6) 2013 the patient was returned to the or for removal of the im nail. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant date approximately five years ago. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received.